Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the small plastic cannula separated from the set and remained in the user's skin. The fragment was not removed from user as the home care user reported that his healthcare professional advised user to wait for user's body to remove the fragment. No permanent adverse effects to patient reported.